Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer occasionally fails to detect the medication. A field service engineer accessed the rear chassis and discovered a loose screw that may have been obstructing the position sensor. The engineer removed the screw and also adjusted the position of the latch catch. The contact information was kept blank due to the reported issue that was found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer occasionally fails to detect the medication. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.